Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an penoscrotal junction infection that started two weeks ago. The ipp cylinder, pump, and reservoir was explanted, rinsed out, and replaced with a new tactra. The patient fully recovered following the procedure.